Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed with the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure, clear passage, priming and simulated use tests were performed and the results were satisfactory with no leaks observed. The reported condition was not verified. The sample was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the very top port of the tubing. This was discovered during patient infusion with furosemide. The set was changed and a new bag of furosemide was hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.